Event description:
The rptr, a home health nurse, stated that they did a meter to hcp comparison test for a pt. The meter reading was 49 mg/dl and the nurse's meter (elite) result was 130 mg/dl; tests were within one minute of each other. No symptoms were reported. On follow-up the nurse said that nurse's pt is recovering from surgery. Did not do control testing during report. No harm was alleged.